Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2013, product type: catheter, ubd: 22-apr-2015, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was reported the proximal catheter was wound up and kinked in the pump pocket. There were no environmental/external/patient factors noted which may have led or contributed to the issue. A revision was performed on (B)(6) 2020. The doctor uncoiled the catheter and removed a portion of the catheter. A new catheter was implanted. It was reported the issue was resolved at the time of the report, (B)(6) 2020. The patient status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-feb-06. It was reported that there were no symptoms noted and the snipped catheter was discarded.